Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Device returned to manufacturer on: 02/04/2019. Device returned to manufacturer: yes. Device evaluation: the product associated to the complaint was received in the original folding carton on 02/04/2019. The zcb00 lens was received in a specimen container. The lens was received cut in two pieces, most probably related to the reported lens explant. Due to the condition of the lens, further testing is not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the devices were manufactured within specifications. The units were released according to specification. A search on complaints revealed no additional investigation requests. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Have been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to mechanical complications. Further information was provided and mechanical complications was defined as the patient came out too farsighted (hyperopic). There was no allegation of a product issue. The lens was replaced with the same model, a larger diopter, 24.0 diopter. The patient was reportedly doing good post op. No further information was provided.